Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The images are not displayed due to a faulty charge-coupled device. No additional findings were reported. Based on the results of the investigation it is likely the lack of image was caused by a faulty charge-coupled device (ccd). However, the specific cause of the faulty ccd was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer that their hd autoclavable camera head did not display an image. The issue was reportedly discovered in the operating room during an unknown procedure. The procedure was completed successfully with another device with no negative diagnostic or therapeutic outcomes. There were no reports of patient or user harm associated with this event.